Event description:
The reporter indicated that during an implant, the leads were inserted into a pt who had a junctional beat (30-35 bpm) and the ventricular lead was connected to the pacer first. Ventricular pacing was observed at that time. However, atrial pacing/ventricular sensing was observed after connecting the atrial lead. After inserting the pacer into the pocket, cardiac arrest of 3 seconds was observed and then atrial pacing/ventricular sensing were seen again. After checking the lead connection, the location of the lead tip, and sensing threshold, no anomaly was found. The physician requested that another pacer be used.

Manufacturer narrative:
The device was subjected to electrical/mechanical function testing. Normal pacer operation was observed. The unit is operating within new pacer specifications.